Event description:
Customer reported device contacts "shorted out" and there was some melting. Device base was unharmed. Customer stated not thinking the staff was cleaning the device. No treatment. A request was made for return product and replacement product sent.